Event description:
Right-side capsular contracture, baker grade 3 and right-side late forming seroma.

Event description:
Right-side capsular contracture, baker grade 3 and right-side late forming seroma.